Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower than feels sensor scan results compared to unspecified readings obtained on a healthcare provider meter and experienced seizure and loss of consciousness. Customer was unable to self-treat and required unspecified treatment from a healthcare provider. Customer declined to further troubleshoot. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower than feels sensor scan results compared to unspecified readings obtained on a healthcare provider meter and experienced seizure and loss of consciousness. Customer was unable to self-treat and required unspecified treatment from a healthcare provider. Customer declined to further troubleshoot. No further treatment was reported. There was no report of death or permanent impairment associated with this event.